Manufacturer narrative:
Corrected data d4 catalog number and g2 both updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was placed via the axillary artery graft to support the 55 year old male patient who had been admitted in acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was known to be on ECMO, and on inotropes, vasopressors, and a vent for respiratory needs. Other medical comorbidities, beyond heart failure with reduced ejection fraction, were not shared. The pump was supporting when after 11 days the patient had arrhythmia, there was non-sustained ventricular tachycardia (nsvt). The team performed echo imaging to review the pump position and found it to be deep, they repositioned the pump and the nsvt resolved. The pump remains on for support despite the nsvt. The nsvt and malpostioning will be conservatively reported however there was no lasting consequence to the patient and support as the nsvt resolved.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of position issue was not determined due to insufficient clinical details and no product was returned.

Manufacturer narrative:
Section b5 and h6 were updated based on additional information.

Event description:
Additional information received patient experienced hematoma at impella insertion site. Patient was taken to the or for hematoma evacuation this morning.

Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted after approximately 32 days of support. The patient was reported to have survived at the time of explant and was subsequently bridged to implant. Section d6b has been updated accordingly.